Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Field service was dispatched to investigate the issue. To solve the issu, the patient pump 2 and the distribution board were replaced. The device was tested and returend successfully to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error messages pump 3 uses too much power (e21), pump 1 is blocked (too slow, e07) and pump 1 (in the patient circuit: stirring mechanism) will not start (does not take in enough power, e05). There is not report of any patient injury

Event description:
See initial report.

Manufacturer narrative:
H11: by reviewing the complaints database, it emerged that no previous event of these reported error codes has been recorded on the device since its installation in 2021. Considering the collected information, it is reasonable to trace the root cause of the error codes back to stuck patient pump 2 and faulty distribution board. Indeed, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, such as water infiltration, humidity, condensation, high temperatures in the stationary phase, the pump was no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damage to the distribution board.